Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a routine impedance check, contact 4 was found to be out of range; there was high impedance. The issue was unresolved with no further action planned. Additional information received. It was reported that per the clinical site response, the date of the event was not recorded. The cause of the issue was determined to have been related to the patient's lead. When asked to clarify why no further action was planned, it was reported that contact 4 was to remain out of range permanently. The clinical site was unsure if reprogramming would be required in the future.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# 0207130351 implanted: (B)(6) 2013 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6) ubd: 13-apr-2017, UDI#: (B)(4). G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the clinical site reported that the event date was 24-jun-2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.